Event description:
It was reported that the clinician could not interrogate the pulse generator during a normal follow up. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.